Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: extension. Product ID: 3887-33, lot#: j0225566v, implanted: (B)(6) 2002, explanted: (B)(6) 2020, product type: lead. Product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient needed a revision and the system was replaced on (B)(6) 2020.